Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing an unused 12053-28 smallbore extension set. There the photograph was identical to the product assembly described in the bill of materials. There was no apparent damage or anomalies with the product shown in the photograph. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device return has been requested, but the device has not been received by the manufacturer for investigation.

Event description:
The date of the event is unknown. The event involved a report stating that there was an issue with the smallbore extension set. The extension set came off the line in CT (cat scan) and the clave was hard to unhook from the IV. A hemostat was used to disconnect the clave which resulted in blood getting everywhere. It was further stated that the pressure builds up and blood leaked out of the pre-pierced port. There was no harm to the patient.